Event description:
Implant date: 2004. It was reported by a non-medical professional that a pt underwent anterior and posterior spinal fusion at l4-s1 with the cd horizon spinal system. Approx 7 months post op, the pt was informed of a fracture of the right s1 screw and fusion failure. Revision surgery was scheduled 2 months later for removal of hardware at l4-s1. However, the fracture right s1 screw could not be removed.

Manufacturer narrative:
Device was not returned to MFR for eval. Unable to determine the cause of the event.